Event description:
The manufacturer received information alleging a patient experienced throat cancer and the humidifier is not working well on a dreamstation CPAP pro. The device settings during the event are unknown. The patient received radiation and chemo treatments as medical intervention. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.